Event description:
Information was received indicating that the pressure gauge to a smiths medical pneupac¿ parapac plus was reported to not be working. There were no reported adverse effects.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device manometer noted to match calibrated gauge when delivering to test lung; unable to confirm the reported customer complaint. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.